Event description:
The dehiscence wound was noted to not be related to vns therapy or surgery. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the generator incision has one spot on lateral side in which the wound has pulled apart slightly. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure no other relevant information has been received to date.